Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device cannot measure ECG. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the authorized service provider (asp) visited the customer site, evaluated the device, and determined that the ECG assembly had breakdown. To resolve the issue, the ECG assembly (453564489131) was replaced, and the device was restored to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a breakdown of the ECG assembly. Further root cause was not determined. The reported problem was confirmed.